Event description:
While performing a transeptal puncture a trek 4.5mm x 15mm cat 1012279-15 lot 20504g1 was used to balloon the hole. The distal tip of the balloon broke off in the patient. A snare was used successfully to retrieve the catheter fragment, no harm to the patient was observed. Patient history includes transposition of the great vessels.